Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (30.0 mg/ml at 3.0 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was refilled today and the expected reservoir volume was 6ml but the hcp got 14 ml back. The patient's pump was going to be filled with 10 ml and bring the patient back in a week. It was noted the drug had a red hue to it when removed. Considerations about underinfusion were reviewed and caller stated they will call back next week if they still see the issue. Prior to the call the reservoir was accessed and programming was checked. There were no symptoms reported.